Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the entire blade broke off in the patient. The blade was not retrieved and was left in the patient. The procedure was completed. An x-ray was planned to be performed post-operatively. One device will be returned.